Event description:
It was called in to technical services on 11/2/12 that there is noted far field r-wave over sensing causing inappropriately stored atr events. Patient has chs however over sensing does not inhibit pacing. Reports turned off smart blanking and programmed out to 125 ms. This seems to work. Reports patient doesn't feel well- unknown if this is associated with atr events reports this is the first time she has seen this behavior. Since (B)(6) 2012 which was last time patient was seen. Ts discussed programming down rv and l v pace outputs. However, lv pace threshold is 2.5 @ .5 ms and is already programmed to 4v rv pace threshold is 5 @ .5 ms and is programmed to 2.4 v and uncomfortable going to any lower rv output s/c has chs. (B)(6), dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).